Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2020-31014.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2020-31014. It was reported the patient has been unable to receive adequate coverage due to receiving stimulation in unintended areas. An impedance check was performed and high impedance was found on one of the patient's lead. As a result, the patient may undergo surgical intervention. Note: both of the patient's leads are being reported for high impedance because it's unknown which lead is liable.

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2020-31014. Additional information received/confirmed revealed the lead that showed high impedance was explanted and replaced to provide resolution. Note: both of the patient's leads are being reported because it's unknown which device was explanted and replaced.